Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: per medwatch form mw5102773: "epidural catheter placed for pain management for labor (B)(6) 2021. Upon removal, the catheter was fractured with 2 cm of the catheter remaining in the patient's spine. Neuro surgeon consulted and recommended for retained catheter fragment to remain."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used catheter connector, catheter and filter, without packaging was provided for evaluation. Visual evaluation of the catheter showed the end of the catheter to be severely, bent, kinked, frayed and sheared off. Since the catheter had been used, the damage and breakage is not confirmed to be the result of any manufacturing process, rather due to the user`s application. User should refer to IFU which states, "never pull the catheter back through the epidural needle due to the possibility of shearing or kinking the catheter. When removing the catheter, excessive force should never be applied. If the catheter becomes difficult to withdraw, consult standard textbooks for specific techniques." Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences.